Event description:
Revision surgery - the patient had an infection; surgeon had to change out the insert.

Manufacturer narrative:
The root cause of the revision surgery on (B)(6) 2012 was identified as an infection. The original surgery occurred on (B)(6) 2006. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. The device history record for the foundation knee insert was examined. The product used in the original surgery received an adequate sterilization gamma radiation dose between 25 to 40 kgy and was within its expiration date at the time of the original surgery. A review of the implant device history record, product complaint report database, and sterilization records show that this device met sterilization, design, and manufacturing requirements. Biocompatibility and shelf-life for these products were reviewed and found to be acceptable. The source of the infection is unknown. No information was submitted with regard to organism cultures involved in the infection. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the infection or inhibited the patient's immune system. There are multiple factors that may contribute to infection that are outside of the control of djo surgical. It is unknown to what extent the patient became infected. The data reviewed in this report supports that this incident was not the result of a product or manufacturing process defect.